Manufacturer narrative:
The investigation into this customer complaint is ongoing and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that the eject button is stuck inside and their AED battery would not stay latched into the AED. They reported this did not occur during patient use.

Manufacturer narrative:
The returned AED was analyzed, and the reported issue was confirmed. Bench testing determined that the latch mechanism had become dislodged from the internal guide tracks responsible for securing them in place. This condition was attributed to customer abuse. Upon inspection, the latch mechanisms were able to be repositioned into their proper position and the AED functioned as designed.